Event description:
Facility in (B)(4) reported that during orif surgery of facial fractures the drill bit broke; broken pieces were not removed from the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned.